Event description:
The following has been reported: biomed reported: ticket stated "tubing set error " cleaned and ran infusion pump test. Tubing set error occurred twice while running test. Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.